Event description:
It was reported that an alert/notification settings issue occurred. The patient's wife reported that the patient passed away while at the hospital on (B)(6)2024, at 5:30 am. According to the reporter, there was no record of any cgm readings from 9:45 pm on (B)(6)2024 to the time that the patient passed away on (B)(6)2024. She added that when she looked at the patient's cgm the following morning on (B)(6)2024, it indicated that the user should insert a new sensor. However, it was supposed to have been changed on the afternoon of (B)(6)2024. Upon further follow-up with the patient's wife on (B)(6)2024, she stated that the patient had been living in a clinic since may of 2023. The wife explained that the patient is believed to have died from a heart attack, which she says was likely to have been "a consequence of the severe hypoglycemia that lasted all afternoon until evening (from 2pm to 8pm), as it was not adequately managed." The wife added that she does not suspect that the cgm was the cause of the incident, however, as her husband had been using the cgm for years and no sensor had ever stopped working before the intended duration. The wife reported that she suspects that the nurse at the clinic may have voluntarily stopped the sensor session at 9:45 pm on (B)(6)2024, but she is unable to verify whether her suspicion is correct as she was not able to get into contact with the nurse that was working at that time. However, the wife explained that she believes this occurred because the cgm did not provide an alert despite the patient experiencing another period of hypoglycemia around 4:00 am on (B)(6)2024. If the cgm had alerted, she said the roommate at the clinic would have heard it. The wife stated that she does not have product information for the sensor and transmitter that were in use at the time of the incident. A review of receiver performance data shows that the patient's alerts were set to hypo repeat at the time of the incident. The patient's low alert was set to 75 mg/dl and his high alert was set to 250 mg/dl. The urgent low alert is fixed at 55 mg/dl with the snooze feature set to 30 minutes. Data investigation shows that the patient's last sensor session was started on (B)(6)2024 at 3:52 pm. The session ended when the patient's sensor failed at 9:49 pm on (B)(6)2024. During this final session, the patient's estimated glucose values breached the high alert threshold a total of 18 times, with the values reaching 345 mg/dl at the highest point. The patient's estimate glucose values (egvs) breached the low alert threshold only five times in total, however, and all five of these instances occurred within the last 24 hours of this final session. No instances of sensor error were observed during the final sensor session, and periods of signal loss were very brief in duration (5 to 20 minutes) in the few instances that they did occur. On the last day of the sensor session on (B)(6)2024, the patient's egvs started out in target range and stayed in range until 7:29 am. At this point, the patient's egvs reached the low alert threshold, and the system delivered a visual low alert with an egv of 75 mg/dl. At 7:34 am, the egvs crossed back into target range and then once again reached the low alert threshold at 7:39 am, at which point the system delivered another visual low alert with an egv of 75 mg/dl. At 7:44 am, the system delivered another low alert at 80 percent volume with an egv of 74 mg/dl. From 7:49 am to 7:59 am, the system delivered low alerts at 90 percent volume every five minutes with egvs of 73 mg/dl at all three intervals. The patient's egvs crossed back into target range at 8:04 am. From 8:04 am to 1:39 pm, the patient's egvs stayed in target range. At 1:44 pm, the patient's egvs dropped below the low alert threshold and the system delivered a visual low alert with an egv of 74 mg/dl. At 1:49 pm, the system delivered a second low alert, this time at 80 percent volume, with an egv of 65 mg/dl. At 1:54 pm, the system delivered a third low alert, this time at 90% volume, with an egv of 62 mg/dl. The system delivered another low alert at 90 percent volume at 1:59 pm with an egv of 60 mg/dl. At 2:04 pm, the patient's egvs reached the urgent low alert threshold, and the system delivered an urgent low alert at 80 percent volume with an egv of 55 mg/dl. From 2:09 pm onward, the system delivered urgent low alerts every five minutes at 90 percent volume until the alert was acknowledged at 3:10 pm. The patient's egvs remained below the urgent low alert, thereafter, rose above the urgent low alert threshold (but still below the low threshold) from 3:29 pm to 3:34 pm, and then fell below the urgent low alert threshold once more at 3:39 pm. The system delivered urgent low alerts at 80% volume at 3:39 pm and 3:44 pm with egvs of 53 mg/dl and 54 mg/dl, respectively. After that, the patient's egvs rose slightly above the urgent low threshold and the system delivered a visual low alert at 3:49 pm with an egv of 57 mg/dl. At 3:54 pm, the system delivered another low alert, this time at 80 percent volume, with an egv of 61 mg/dl. From 3:59 pm to 4:14 pm, the system delivered low alerts at 90 percent volume every five minutes until the egvs crossed back into target range at 4:19 pm. From 4:19 pm to 4:39 pm, the patient's egvs stayed in target range. At 4:44 pm, the patient's egvs dropped below the low alert threshold once more, and the system delivered a visual low alert with an egv of 72 mg/dl. At 4:49 pm, the system delivered a second low alert, this time at 80 percent volume, with an egv of 63 mg/dl. From 4:54 pm onward, the system delivered low alerts every five minutes at 90 percent volume until the alert was acknowledged at 5:44 pm. At 5:57 pm, the patient's receiver usb was connected for charging at 47 percent. The patient's egvs remained below the low alert until 6:19 pm, at which point his egvs crossed back into target range. At 6:40 pm, the patient's usb was disconnected after having charged to 98 percent. At 6:44 pm, the patient's egvs dropped below the low alert threshold again and the system delivered a visual low alert with an egv of 68 mg/dl. This alert was acknowledged three minutes later. The patient's egvs remained below the low alert thereafter, and at 6:59 pm, his egvs dropped to the urgent low alert threshold and the system delivered an urgent low alert at 80 percent volume with an egv of 55 mg/dl. This alert was acknowledged immediately. The patient's egvs remained below the urgent low alert threshold until 7:14 pm, at which point his egvs rose to 68 mg/dl. The patient's egvs then crossed back into target range at 7:18 pm and remained in target range until the sensor failed at 9:49 pm. The system delivered a sensor failed alert at this time at 80 percent volume. From 9:54 pm onward, the system delivered sensor failed alerts at 90 percent volume every five minutes until the alert was finally acknowledged at 5:00 am the following day on (B)(6)2024. The reported complaint was undetermined via data investigation. The sensor failure was determined to have been caused by progressive sensor decline and was not manually stopped as suspected by the reporter. Although the sensor failed, data investigation shows that the system performed as intended and delivered all intended audible and visual alerts up to and after the point at which the sensor failed. Moreover, frequent interaction with the receiver was observed during the last several hours of the final sensor session. With this information, although no alert/notification settings issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s device was delivered and perceived by the user at an audible amplitude on the date of issue. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0612 ischemic heart disease h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). D9 device available for evaluation - additional. H2 additional information. H6 type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information is available.